Event description:
A report was received that the pt had a pocket revision. During the revision, the physician explanted the pt's precision system due to infection at the pocket site. The symptoms of the infection were white and yellow drainage. The pt was implanted with a new ipg at a new location but no new leads were implanted. The pt will be implanted with new leads after he recovers from the infection. The pt was given oral antibiotics.